Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, hearing performance with the device is affected.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the received information from the field, the recipient who was implanted with a flex24 electrode was explanted due to loss of residual hearing. In situ measurements showed high impedances in the apical part. A possible cause for the high impedance could be due to physiological changes in the cochlea, as the electrode does not show a damage which is expected to have been present whilst implanted. In addition three channels migrated out of cochlea, which might have contributed to the lack of benefit. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Reportedly, hearing performance with the device is affected.the user was re-implanted.